Event description:
It was reported that a lens exchange occurred with a preloaded intraocular lens (iol) with model drt150 due to an unknown issue. The issue was first identified during a post-operative exam. The lens was removed during a secondary surgical procedure and replaced with an unknown iol. No further information is available.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.